Event description:
Summary: the hospital reported that during a coronary artery bypass procedure hst iii system (3.8mm) seal was inserted into the hole after aorta puncture. And then, the seal was pulled out but it did not come out normally. The seal properly deployed from the delivery device and the seal normally unfold/unwrap. During seal removal, seal came out but seal was not unraveled with a little stiffness. The operation was completed using a new hst device. And there is no patient effect.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 07/29/2020. Photograph was provided by the account. Signs of clinical use and evidence of blood was observed on the delivery device, which indicates that there was an attempt to introduce the device into the aorta. The delivery device was observed outside the loading device. The seal was observed to be completely unraveled with the tension spring assembly detached from the seal with the blue suture line cut from the one end of the tension spring assembly, which indicates that there was an attempt to remove the seal from the aorta. An investigation was conducted on 08/20/2020. Signs of clinical use and evidence of blood was observed on the delivery device, which indicates that there was an attempt to introduce the device into the aorta. The delivery device was observed inside the loading device. The delivery device was removed from the loading device. The white plunger was fully depressed and the blue slide lock was disengaged. No measurements of the delivery tube were taken due to the presence of blood. The seal was observed to be completely unraveled with the tension spring assembly detached from the seal with the blue suture line cut from the one end of the tension spring assembly, which indicates that there was an attempt to remove the seal from the aorta. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" was not confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Summary: the hospital reported that during a coronary artery bypass procedure hst iii system (3.8mm) seal was inserted into the hole after aorta puncture. And then, the seal was pulled out but it did not come out normally. The seal properly deployed from the delivery device and the seal normally unfold/unwrap. During seal removal, seal came out but seal was not unraveled with a little stiffness. The operation was completed using a new hst device. And there is no patient effect.